Event description:
It was reported that one day post open heart surgery, the high voltage and pace/sense impedance measurements on the right ventricular (rv) lead were lower than pre-surgery. It was further reported that the p and r waves had also decreased slightly in values. The rv and atrial leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 6947-65 lead, implanted: (B)(6) 2010; product ID 4194-88 lead, implanted: (B)(6) 2010. (B)(4).